Event description:
Guide catheter broke off in patient. The dr tried to snare the broken catheter. The dr. Was unable to retrieve the catheter. The pt was sent to surgery and the catheter was retrieve.